Manufacturer narrative:
H3: examination of the valve in co's laboratory revealed host tissue overgrowth had encroached onto each cusp of the valve which resulted in stenosis of the effective orifice area, multiple disruptions and incomplete coaptation. X-ray analysis revealed small foci of calcification within the aortic wall of the right-coronary cusp. Stent distortion was noted and appeared artifactual of explant. The primary cause for dysfunction of this valve was determined to be due to host tissue overgrowth. These findings would account for the symptoms noted clinically. H6: 86=x-ray analysis.

Event description:
This event was reported as severe aortic stenosis, fibrosis, tachycardia, congestive heart failure, fatigue and shortness of breath. No further info was provided.